Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker developed an infection. The pacemaker and another manufactures leads were explanted. Two months later, a new pacing system was implanted. No other adverse patient effects were reported.